Manufacturer narrative:
H3: product analysis of product#6550002; lot # nm18c008. Visual and optical examination revealed approximately 3mm of the instrument tip has been broken off and not returned for analysis. Fracture surface analysis reveals a fairly flat ductile fracture with circular material flow, consistent with torsional overload. The driver appears to be heat treated properly. This type of damage is consistent with torsional overload. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation of the returned device was not completed at the time of this report. A follow up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from initial reporter via medtronic field representative regarding an event happened during intra-op for a pre- operative diagnosis of lumbar disc disease and spondylolisthesis. It was reported that the broken tip of the driver was remained in the screw, so the rod which was cut shortly was placed to the screw head, the screw head was rotated and the screw was removed, the driver tip remained in the screw was checked and a new screw was placed. The tap of 6.5mm was cut, while inserting the screw, the resistance of the driver was strong in that the screw was inserted about 80% but the tip of the driver broke when turning the handle to try to continue to insert the screw. It was mentioned that there was a delay over 60 minutes was occurred as a result of this event. There were no fragments left inside the patient. There were no symptoms reported to patient as a result of this event. There were complications to patient/physician were reported/anticipated. Additional information received on 04-sept-2020: it was reported that the event occurred on the reported defective product while the second screw being inserted. Even during inserting the first one, it seemed that quite a force was applied, the doctor thought the bone was hard. After the reported screw was removed, a new screw was opened and tapping (same size as screw diameter) was performed again and it was able to be inserted without problem. Additional information received on 11-sept-2020: it was updated that due to the breakage of the screwdriver, the screwdriver shaft remained inside the screwdriver. The screwdriver could not turn the screw. To remove the screwdriver, fixed the rod with the set screw from above the screwdriver shaft and covered it with counter torque. The screw was removed by turning the screw head together. When the screwdriver was taken out of the body and the set screw and rod were removed, the screw shaft could not be pulled out, and the screw head was also locked and could not move. The driver's shaft broke into the screw and got stuck, the screw head was locked and could not move. There were no fragments left inside the patient as a result of this event. There were no complications to patient/physician were reported/anticipated.